Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patients controller screen was not working. The patient did a self test which showed that alarms sounded and lights illuminated but the display remained blank. The controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller screen not working was not confirmed. The heartmate 3 system controller (serial #: (B)(6)) was returned for analysis, a log file was submitted, and a log file was downloaded for review. The log files spanned approximately 13 days ((B)(6) 2021, (B)(6) 2022 per timestamp). The system controller was not in use in the events before (B)(6) 2022. Events after (B)(6) 2022 are from when the system controller was not in use with a patient. There were no notable events in the log file. Pump operation was not affected. The system controller was tested and passed all stages of preliminary and functional testing. The system controller screen was fully operational and had no issues. The controller was able to operate on a mock loop for an extended duration with no issues. The root cause of the reported event was unable to be determined in this analysis. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.